Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The ipg was returned for analysis. Visual inspection of the ipg revealed no abnormalities. Impedance test showed the ipg passed with test tined lead. Analysis of data log showed error codes. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of cause linked to device but unable to trace more specifically. This conclusion was selected because the reason for high or open impedances could not be substantiated during functional testing and no other fault conditions were identified.

Event description:
It was reported that the patient with this neurostimulator had a red light with an error that stated the impedance was out of range. The message was cleared and the patient reprogrammed. It was further reported that the patient had a revision on their neurostimulator and lead. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator had a red light with an error that stated the impedance was out of range. The message was cleared and the patient reprogrammed. It was further reported that the patient had a revision on their neurostimulator and lead. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.